Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No possible over delivery anomaly noted. Device was downloaded to care link pro properly and all bolus delivered were found at the care link report. Device passed the delivery accuracy test at 0.0876 inches. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a low blood glucose value of 44 mg/dl. Customer's other blood glucose value was 34 mg/dl and 89 mg/dl. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated the drive support cap appears normal. The customer was treated with food and glucose tablet. Based on customer reported customer believed insulin pump was over-delivering. Customer stated that the insulin pump had motor error and button did not work. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The device will be returned for analysis.